Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows an unsealed tray containing one loaded dilator sheath, few components and few surgical components scattered around. Therefore, the investigation is inconclusive for the reported difficult to insert, obstruction and flushing issues as the photo evidence provided is not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method, component). H11: b5, h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure the physician allegedly found that the flushing was not smooth. It was further reported the cat guidewire was used to enter the lumen, but it did not work. Additionally, there was a plastic substance sticking inside the dilator. There was no patient contact.

Event description:
It was reported that during the preparation of a port placement procedure, the physician allegedly found that the flushing was not smooth. It was further reported that that there was a plastic substance allegedly found to be sticking inside the dilator, which prevented the flushing of the tube and the access to the guidewire. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.